Event description:
It was reported that during a transcatheter aortic valve procedure, the valve was positioned and deployed to the point of no recapture and was determined that the height was not optimal. When attempting to recapture the valve, the capsule could not be closed completely, despite fully turning the deployment knob. The valve was recaptured and removed from the patient approximately 80% closed by the capsule. A new system was used successfully.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: brand name: evolut fx plus valve; product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: not implanted product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle and capsule were closed on receipt and the nosecone was over captured by the capsule. Visual analysis showed delamination to the mid-capsule. Upon functional testing, the handle retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house evfxplus-29 valve was loaded onto the dcs with no issues encountered when closing the capsule. After successful loading of the valve onto the dcs there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. It was possible to partially deploy and recapture the valve with no issues noted. No other deformation was evident to the remainder of the device. The reported recapturing difficulties could not be conclusively root caused as the returned device was able to be partially deployed and recaptured. Conclusion: as the event indicated a possible failure of a device, labelling, or packaging to meet any of its specifications, an inv estigation was required. The reported event was unconfirmed as the device met specifications for the reported issue. A comprehensive review of the device history records for the device associated with this reported event was performed. This product met all manufacturing specifications for product released for distribution. No manufacturing issues or signals were identified that may have been causative or would have impacted this event. Based on the available information and investigation activities, it appeared the reported event was related to the procedure (i.e. Failure of the device upon initial/during use) involving the medtronic device, but the medtronic design or manufacturing processes did not contribute to the event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors may affect valve positioning, including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There was no information to suggest a device quality deficiency may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined. Delamination may occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy; however, this could not be confirmed as patient anatomy details were not provided. The device was received with the capsule over-captured. The evolut system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule further could damage the capsule¿. No new or unexpected device or therapy issue was identified. The event is foreseen, within expected severity, documented in risk management, and included in monitoring/trending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.